Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was low (value not provided) after eating. Tandem clinical diabetes specialist (cds) recommended the customer discuss setting adjustments with a healthcare provider (hcp). Upon follow up, cds reported that the customer's hcp addressed the low bg. No additional information regarding the event was provided.